Event description:
The customer alleged speaker malfunction. It is unknown if there was an audio. The device was not being used on a patient at the time of the reported event.

Manufacturer narrative:
Section d is updated with correct product.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer alleged speaker malfunction. It is unknown if there was an audio. The device was not being used on a patient at the time of the reported event.